Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the right coronary artery. A 6fr jr4 non-bsc guide catheter was used and a 180cm non-bsc guide wire was advanced to cross the lesion. A 1.50mm x 8mm emerge balloon catheter was advanced for dilatation; however, it was noted that the shaft was fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the right coronary artery. A 6fr jr4 non-bsc guide catheter was used and a 180cm non-bsc guide wire was advanced to cross the lesion. A 1.50mm x 8mm emerge balloon catheter was advanced for dilatation; however, it was noted that the shaft was fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 71.5cm from the hub. Microscopic examination revealed no additional damages. There is blood present in the guide wire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.